Event description:
Received information stating that pd nurse (fred) reports pt reported skin reaction ro 1" micropore paper tape. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).